Event description:
Pt admitted for weakness and shortness of breath associated with bradycardia. Pt's heart rate was 48 beats per minute with no pacemaker sensing or capturing. Upon application of magnet, shows no evidence of pacemaker function. Attempts to reprogram the generator were unsuccessful.